Event description:
It was reported that when stimulation got too high it paralyzed the patient¿s foot and leg. The patient was told it was because the stimulation was too close to their tailbone. The patient¿s neurologist said it was from nerve damage and it would go away with physical therapy and the neurologist cleared the patient to have the implant. If the patient increased stimulation, their symptoms improved, but their foot got worse. The device was implanted to help with retention, frequency, and urgency. The patient went to the emergency room (ER) on (B)(6) 2015, but it was too crowded. They were going to put in a catheter because the patient couldn¿t urinate. The patient met with the manufacturer representative and health care provider (hcp) on (B)(6) 2015 and the hcp told the manufacturer representative to reprogram the device because something wasn¿t right. The patient would get good results and symptom control for a while, but then it started to bother their foot and they had to decrease stimulation. When the patient met with the manufacturer representative, it felt better, but it got to the point where they couldn¿t tolerate it. The patient wanted to see how to check the box for program 3 and they were able to switch to program 3. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer¿s report # 3007566237-2015-00481 for the same issue during the patient¿s trial.

Event description:
It was later reported that the patient was doing better and had not reported any issues with her foot to the manufacturer representative.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0r6pk, implanted: (B)(6) 2015, product type: lead; product ID neu_pt m_prog, serial# unknown, product type: programmer, patient. (B)(4).